Event description:
The customer called technical support (ts) reporting that the device's display is blank. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised biomed that the unit is approximately 11 years old and likely has a obsolete hydis display installed. Recommended ordering and installing the v60 ui assembly 2nd generation. Advised customer to install version 2.10 software if the unit is not already running it. Provided parts ID for the v60 ui assembly 2nd generation. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6).

Manufacturer narrative:
The customer replaced the user interface (ui) assembly 2nd generation to resolve the reported issue. The device passed required performance verification tests per philips standards.